Event description:
It was reported that somebody must have been playing with the programmer and the wrong settings are showing. Caller states settings on activa rc show group b left 0.0/right 4.2, caller was wondering what setting should be at. Caller stated not knowing when this happened, but today patient was sleeping most of the day, drooling, bent over and not himself. Caller saw patient was about half charged and then patient charged to about 75%. Patient was still tired. Yesterday, programmer showed inswas off and caller tried to turn ins on (ins was more than a quarter charged, almost half) caller states she kept pressing the ins on button about 8 times but programmer just kept reading ins off. Then this morning programmer worked and ins did go on until caller turned ins off because the settings did not seem right. Patient services (ps) asked why ins would show off yesterday. Caller status is unknown. Ps asked if ins charge level had gotten too low. Caller states it may have been, because caller has not been around during the day and a caretaker has been there trying to help charge. During call, caller was able to turn ins on with programmer. Patient representative states patient says he is feeling a little bit better and looks better. Caller states the other ins activa sc is on and shows group b 2.6. Ps redirected to healthcare provider (hcp) to confirm correct settings patient should have.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.